Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that one of the patient's settings was so strong when he is lying down that the patient fell over and almost broke his foot. The setting that was too strong was setting b. The fall occurred on (B)(6) 2016. The setting being too strong when in the lying position had been happening since the last adjustment in 2015. The patient was to follow-up with a health care professional. Additional information was received from the patient. It was reiterated that the one setting was "out of whack". The setting caused the patient to fall and break his toe on (B)(6) 2016. It was noted that the patient's health care professional wanted a manufacturer representative to try reprogramming the device. The patient reported that the issue with the setting had occurred for two to three months which conflicts with the patient's original report that it began in 2015. It was also noted that the device was implanted to treat leg pain and that the patient had also been seeing a pain management doctor for back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.